Event description:
It was reported that this pacemaker system had entered lead safety switch (lss) on two occasions. Technical services (ts) was consulted and noted high out of range right atrial (ra) lead impedance measurements above 3000 ohms. A magnetic resonance imaging (MRI) was intended but ts indicated that this was not recommended to prevent compromising lead integrity. In addition, the ra lead exhibited oversensing a few months ago. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had entered lead safety switch (lss) on two occasions. Technical services (ts) was consulted and noted high out of range right atrial (ra) lead impedance measurements above 3000 ohms. A magnetic resonance imaging (MRI) was intended but ts indicated that this was not recommended to prevent compromising lead integrity. In addition, the ra lead exhibited oversensing a few months ago. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker and ra lead have been explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.